Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that troubleshooting had been done previously to no avail. The customer stated that she had changed reservoirs, the insertion sites and insulin but continued to experience issues. She stated that she had tried different infusion set cannula lengths, as well, and no bent or kinked infusion sets were found. The customer stated that the insulin pump would stop at the 200 unit line of the reservoir, and the issue persisted across 4 different reservoirs. She still experienced the same anomaly after changing the reservoirs. She stated that she had tried all remedies. The customer's blood glucose was 164 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.